Event description:
I am a user of the philips dreamstation go, a product that has been under FDA recall since mid-2021. I filed a replacement request on (B)(6) 2021, and since then, I have been working with philips through their official channel to receive a replacement device. Though required to by FDA, but they have not yet replaced my device. I have contacted them through their phone line over 5 times, and they never offer any information other than "check the patient portal". The patient portal in turn offers no information other than to wait for philips to send a device. The reps who answer the phone are very kind, but they have no power or authority to send devices. In fact, they don't even work for philips. They're just a call center that philips has hired, and philips has given them no information to share or ability to escalate issues. This is a crazy situation where a manufacturer is clearly not living up to its us regulatory obligations. I would request that FDA work with philips to ensure that they meet all their obligations under the recall.